Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). One used caresite valve, without packaging, was received for evaluation. A white residue was evident at the base of the valve (male luer lock end). Two cracks and several crazing lines / stress marks were observed on the female luer lock threads of the molded caresite valve body (cavity # 5b). The cracks started from the top of the valve and extended down to the bottom of the luer threads. The cracks were not on or near the parting line. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. The initial report from the facility indicated that the valve had been in use for approximately six days (between (B)(6)) when it began leaking. Per the instructions for use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." Based on the information provided by the facility, it would appear that using the device beyond the recommended 24 hours likely contributed to the reported leakage. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a caresite valve was attached to a port-a-cath line on (B)(6) with a baxter infusor (ref # 2c1700kp). The pt was sent home with chemotherapy (fluorouracil) infusing from the baxter elastomeric pump at 0.5/hr. Leakage from around the luer lock connection (swab side with the septum) began on (B)(6). The pt returned to the hospital when he noticed the leakage. At least 3 cracks alongside the housing starting from the luer end were visible on the valve. Leakage was clearly observed when the product was manually flushed with saline from a 10ml syringe. The reporter indicated that the lot number was unable to be confirmed, but was from one of the following lots: lot # 0061306249 - mfg: 03/2013 - expiration: 02/29/2016. Lot # 0061313272 - mfg: 05/2013 - expiration: 04/30/2016. Lot # 0061314336 - mfg: 05/2013 - expiration: 04/30/2016. Lot # 0061317775 - mfg: 06/2013 - expiration: 05/31/2016. Lot # 0061308473 - mfg: 04/2013 - expiration: 03/31/2016.